Event description:
The graft was removed due to seroma formation and infective disease.

Manufacturer narrative:
The device history record (DHR) for this lot was reviewed and found the graft met all specifications. The explanted graft segment was visually examined. No holes, tears or perforations were found in the graft and no tissue ingrowth was observed. With limited info on the patient and procedure, it is difficult to determine an exact cause of the seroma.

Manufacturer narrative:
The device history record (DHR) for this lot was reviewed and found the graft met all specifications. The explanted graft segment was visually examined. No holes, tears or perforations were found in the graft and no tissue ingrowth was observed. With limited info on the patient and procedure, it is difficult to determine an exact cause of the seroma.